Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to generalized abdominal pain. On an unk date during the admission, cultured effluent expressed from the peritoneal dialysis catheter and catheter tip showed escherichia coil. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment, the pt did not wash their hands and did not don a mask. On an unk date during the admission, the peritoneal dialysis catheter was removed, intravenous antibiotics were initiated, a tunneled palindrome hemodialysis catheter in the right internal jugular vein was placed, and the pt's treatment modality was changed from peritoneal dialysis to hemodialysis. On (B)(6) 2014, the pt underwent a vascular surgery for the creation of an arteriovenous fistula in the right arm. As of (B)(6) 2014, the pt has been discharged from the hospital, the pt's signs and symptoms of peritonitis have resolved, the pt's complaint of generated abdominal pain has resolved, and the pt continues hemodialysis therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigation are pending. Medical records were received and reviewed by the post market surveillance department. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.